Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after the priming test was passed and the doctor had confirmed that there was no air in the tubing, air came into the pt's eye during surgery. This affected the doctor's visibility. The issue was resolved after replacing the pack and the procedure was completed with no harm to the pt.